Event description:
Medics responded to a call for pt who was found surpine, uncounscious in bed. The device was attached to the pt via electrode pads and energy was delivered. The user states that the pt only received partial delivery of energy; then the device made a loud electrical type popping sound. Clinician obtained another device to continue treating the pt. Resusitation attempts were terminated due to the pt down time and current medical problems (unknown). The device was removed from service for testing and displayed a "defib fault 78" message.